Event description:
It was reported that prior to using plate columbia ag 5prct sb 90mm five plates were found contaminated. There was no patient impact. The following information was provided by the initial reporter: contamination on several plates, and other plates really dark. As shown on pictures attached, several plates when opening the packs was contaminated, and other plates was really dark, complaint is on the contaminations.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: event description: the customer reported contaminated plates and other plates with dark red medium color. Complaint history review: the complaint trends were reviewed for a period covering 12 months. Similar complaints were registered for catalog number 254071 regarding contamination. No additional complaints were registered for physical appearance like dark red medium color during this period. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Release testing by the qc department was satisfactory. Sample analysis: the retain samples have been reviewed and neither contamination nor physical defects could be observed. Return samples were not provided. However, pictures illustrating the contamination and physical appearance like plates with dark red medium color were shared. Evaluation results: based on the internal investigation, this complaint can be confirmed for contamination. The complaint for hemolyzed media cannot be confirmed. Evaluation of the complaint trending showed that no internal action limits were reached. A systemic failure of validated manufacturing processes was not detected. A definite root cause was not identified. Investigation conclusion: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contaminations cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that prior to using plate columbia ag 5prct sb 90mm five plates were found contaminated. There was no patient impact. The following information was provided by the initial reporter: contamination on several plates, and other plates really dark. As shown on pictures attached, several plates when opening the packs was contaminated, and other plates was really dark, complaint is on the contaminations.